Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 1000mcg/ml compounded baclofen at 336mcg/day via an implantable infusion pump for previous spinal cord injury. It was reported that the patient had never had the relief they expected from their spasticity. A catheter study was done and it was found that there was an inability to aspirate. The catheter was revised and the spinal segment was replaced which resolved the issue. The cause of the inability to aspirate was unknown. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.